Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's screen was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight printed circuit board (pcb), and liquid crystal display (lcd) panel. The ventilator passed self tests.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.